Manufacturer narrative:
A clinical review was performed and it cannot be determined whether the device performed to specification. Heartsine evaluated the device files and verified the reported issue but could not duplicate it. No fault was found with the device or the returned pad-pak . The investigation can only suggest that the reported issue was due to situational factors. E.g., a pad-pak fitment issue or incorrect placement of pads or poorly adhered pads on the patient. The device was retained by stryker and the customer received a replacement device heartsine contacted the customer to request additional information on the patient. Heartsine requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted heartsine to report that their device would not recognize a patient attached to the pads during a cardiac event. In this state the device may not be able to deliver defibrillation therapy if needed. This patient in this event is deceased. A clinical review will be completed to determine device contribution.

Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states. Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted heartsine to report that their device would not recognize a patient attached to the pads during a cardiac event. In this state the device may not be able to deliver defibrillation therapy if needed. This patient in this event is deceased. A clinical review will be completed to determine device contribution.